Event description:
IV infiltrated and then filter on taxol began leaking at distal end. IV was removed & tubing replaced. Visual inspection of filter revealed no obvious defects or problems. Filter was placed in contaminated waste due to taxol in filter.